Manufacturer narrative:
The pump has been returned for evaluation. Evaluation revealed that the pump was intermittently not responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the button contacts were observed to be inverted and were not always springing back. Evaluation of the product could not duplicate the alleged complaint that the pump was not responding to bolus button presses.

Event description:
The pt contacted animas alleging that the pump was intermittently not responding to audio bolus button presses. He denied that the keypad was exposed to moisture or trauma.